Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of capture threshold anomaly and error message could not be confirmed in the laboratory. The device was tested on the bench and our automated testing equipment. The device met all test specifications and no anomaly was found. The cause of the reported field events could not be determined.

Event description:
It was reported that during implant, improper pacing occurred when the device was tested. An error message appeared stating atypical response. Also, varying high thresholds was observed. This device was no implanted.